Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Event description:
It was reported that the patient reported visiting the emergency room four times in the past four months, including twice this month, due to repeated downstream occlusion alarms while receiving IV remodulin. Exact dates and reasons for the ER visits are unknown. The patient stated they are not experiencing any pump issues today and later discovered the alarms were likely caused by excessive air bubbles in the line and by using the pump beyond the recommended 48-hour cassette change period. The pharmacist reminded the patient to change cassettes every 48 hours regardless of remaining medication. The patient involved was a 56-year-old female with initials eh and she has been receiving medication since march 2021 and the treatment is ongoing. There was patient involvement and no harm.

Manufacturer narrative:
B3: month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.